Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump was delivering boluses that she did not program. The customer did not get any alarms, and was unable to troubleshoot at the time of the call due to the act button being pushed in. The customer also stated that the insulin pump was dropped and possible exposure to moisture. Advised that the insulin pump would be replaced. Nothing further was reported.